Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after completing the dissection during a laparoscopic ventral hernia repair procedure,there was an issue with the tacker in the abdominal cavity after the mesh had been placed. There were difficulties with loading the reload onto the handle and there was also difficulty in pressing the push to reload button. The first reload of 8 was loaded on the handle and fired just fine with all 8 tacks fixating holding properly in the mesh and the tissue. The reload was removed and a new reload of 8 was put on and a couple fired properly holding in tissue but then a loud cracking sounded from the handle and the tacker would not fire. The surgeon tried squeezing the handle again, got one more to fire but it would not hold. They removed the reload and put another reload of 8 on and then it failed as described not firing tacks and very loud sound coming from the handle. They switched out this handle and opened a new one from the same lot number and fired 16 more tacks successfully and completed the case. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.